Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous pelvic organ prolapse to superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous pelvic organ prolapse to superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device. A leak test identified a balloon pinhole located approximately 3mm distal of the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification ps3010. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.